Manufacturer narrative:
A ge rep evaluated the system, replaced the hard drive and reloaded software. System operates as intended.

Event description:
Customer reported intermittent cine problems, cine drive not available. No pt injury was reported.